Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the introducer needle was hard to remove. Customer blood glucose value was unknown. Customer reports the introducer needle fractured while in the body. Customer reports that the needle was still in the body. The insulin pump will not be returned for analysis.